Event description:
During use the flow choked. The highest flow was not more than 3l/min. The pump was working, however the abdomen was not distending due to the flow being choked. There was a two-hour delay to the procedure. No pt injury was noted.